Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the healthcare professional reported a break in aseptic technique described as the patient made mistake. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 2.5% ultrabag therapy (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, dianeal therapy was ongoing. The health professional reported the following. On an unreported date, a break in aseptic technique occurred, further described as the patient made a mistake (details not provided). On (B)(6) 2012, the patient experienced peritonitis. Per the reporter, the cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient was hospitalized for the peritonitis. The patient was treated with unspecified medication. Per the reporter, the patient is recovering from the event of peritonitis. It was reported that the patient was retrained in aseptic procedures for pd therapy. The health professional confirmed the cause of the peritonitis was due to the break in aseptic technique and not related to a baxter device or solution. No further information is available.